Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set was returned for evaluation. Dried residue and evidence of use was present on the device. The safety mechanism was returned fully activated over the needle bevel. A photo of a 20 ga safestep infusion set was also provided for evaluation. Dressing was present over the needle base. The safety mechanism was fully activated. A note is written on an orange sheet of paper which states, ¿leaking at white cap¿. A leak cannot be observed on the device; however, the device corresponds with the returned physical sample. The device was flushed with water from the proximal luer connector using a 12 ml syringe. The device infused and no leaks were observed. The distal clamp was activated in order to pressurize the device and no leaks were noted. The device was infused through the y-site and then pressurized again. A bead of fluid was observed to form at the blue valve. A continuous leak was not observed. Microscopic observation of the blue valve did not reveal any material damage on the surface. The bead of fluid was observed to form when the y-site was accessed and then pressurized from the proximal luer. The product IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve. Since a leak was observed to form, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported the port access needle leaked at the white cap. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the port access needle leaked at the white cap. No other information was provided.